Event description:
Leakage: the intervention was done (2008) and everything went well: no traction at all. Two days later, the patient got some fever and at the end of the day, 38.5 degrees celsius. On the next day, inspection was performed and leakage was seen at the level of the ring. The tissue layer at the anti-mesenteric side was very thin and a small hole was discovered. By manipulating the tissue to remove the anastomosis, they damage the issue very easily. They performed a hartmann's procedure. Patient is doing well for the moment. Discharged of the hospital.

Manufacturer narrative:
Leaks are common adverse events in this kind of procedure - no corrective or remedial actions were taken.